Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal vhd kit size 7 was deployed. After the first plug was deployed the occlusive hold was lost and the second plug was not deployed. Manual pressure was held and hemostasis was achieved. At this time the pt experienced pain and coldness in the foot and no pulse was present. An ultrasound revealed occlusion of the right iliac artery. It was also noted that the pt had acute thrombus in the superficial femoral artery. At this time the pt was sent to surgery for removal of the collagen. The pt recovered from surgery and no further complications were reported.